Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It has been reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 541 mg/dl. The customer stated that prior to the event, he had been experiencing elevated blood glucose levels, which he treated by changing out his infusion set. The customer also stated that he uses a model mmt-397 infusion set. Troubleshooting was performed. The insulin pump passed the fixed prime and high pressure test. Nothing further was reported.